Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The logfile review shows no abnormalities that could have contributed to the reported event. The treatments were finished without energy deviation and energy error. The system was operating within specifications. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
User facility report form received indicating at one month post operative the patient was unable to determine if rainbow glare symptoms have improved. Patient reported he is very happy with surgical outcome; however, glare is more evident at night.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported bilateral rainbow glare at one month post lasik procedure. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.